Event description:
A customer reported to beckman coulter, inc. (Bec) a fluid leak on immage 800 immunochemistry system. The customer has a hazard management plan in place. There was no effect to patient or user.

Manufacturer narrative:
Service visited on (B)(4) 2011, and the field service engineer (fse) found wash head filter occluded with some black material and wash head overflowing cuvettes. The fse replaced filter and performed wash cuvettes, which resulted in no leak or overflow. The fse cleaned up spillage and replaced cuvettes as they were saturated with wash solution externally. There was no further instrument leak complaint filed as of (B)(4) 2011.